Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was not confirmed. It was found that the cable had obvious kinks and deformation, which may cause image defect. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k camera head, image problem color stripes on the screen. The issue was noted during the reprocessing. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a cable buckling and deformation have been confirmed. Therefore, it was determined that the buckling and deformation of the cable may have caused an internal cable break leading to the video to not work properly, and causing the phenomenon of ¿color stripes on the screen¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.